Event description:
Customer reported receiving a battery out limit alarm on the insulin pump. Customer stated that they dropped the insulin pump and received a blank display. Customer mentioned that the battery went in crooked. Through troubleshooting it was noted that with the insertion of a new battery the display did return. Self and displacement test were performed and passed. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 81 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.